Event description:
It was reported that the patient was having difficulty to charge the ipg and frequent ipg charging. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned as the facility did not release explanted product.